Event description:
Patient was in interventional radiology for sacrifice of the right vertebral artery under general anesthesia. First, a diagnostic cerebral angiogram was performed in order to assess arterial anatomy. Following the angiogram, the right vertebral artery was coiled using a penumbra pod coil 30cm (ref # rbypod4, lot # f70305) and a penumbra filling coil 60c (ref # rbypodj60, lot # f69547). The right vertebral artery was chosen to be sacrificed in order to aid in surgical resection of an avm. During the initial diagnostic angiogram, it was noted that there were additional vessels that required embolization originating from the left eca. Planned to also embolize these vessels in order to aid in future surgical resection. A penumbra 30cm packing j-coil (lot # f70345, ref # rbypodj30) was selected for use to embolize the feeding vessels originating from the left eca. During insertion of the coil, the coil spontaneously detached from the guide-wire. Attempt was made to remove the malpositioned coil in order to avoid it causing harm to the patient. Multiple attempts with multiple different methods were used to try and remove the coil. However, due to the soft nature of the coil, the entire coil was not able to be removed. Devices used in attempt to remove the coil were the following: amplatz goose neck snare (lot # 9760130, ref # sk201), amplatz goose neck snare (lot # a193320, ref # sk401), alligator retrieval device (lot # a004819, ref # fa-88810-20), and penumbra aspiration system (tubing lot # f69551 ,ref # pst2, canister lot # f71474, ref #paps2). Decision made to terminate the procedure after removing some of the coil. The patient was then brought to CT for a CT scan of the head, transported to the anesthesia recovery unit, and finally to the ICU for monitoring. The multiple attempts at removing the coil and the overall procedure required the use for 4771 mgy over 133.3 min in radiation dose/time that the patient received. Date of initial report was made on (B)(4) 2016. This report also updated to show patient's death on (B)(6) 2016.